Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose, motor error alarm and motion sensor test failure alarm. The customer's blood glucose reading was 436 mg/dl. The customer treated with injection. The customer stated that the pump was not exposed to high magnetic field. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was not able to troubleshoot because of motor error.

Manufacturer narrative:
The pump was received with normal operating currents. Also, the pump passed the self-test, unexpected restart, rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.